Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2014; 419588 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported there was failure of wound healing and the pocket opened. The implantable pulse generator (ipg) and right ventricular lead was explanted. The left ventricular lead was partially explanted as the lobes were unable to undeploy. No further patient complications have been reported as a result of this event.